Manufacturer narrative:
The covidien service engineer (cse) inspected the device and verified the malfunction. The cse then replaced the touch screen controller and the unit worked normally. The unit then passed all testing. (B)(4).

Event description:
A report was received from (B)(6) stating that an e360 ventilator touch screen was unresponsive. There was no patient involvement.